Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A correction to section d4: lot number and UDI #, and h4 has been provided. The incorrect lot number: 06098042 was initially provided; however, it was confirmed that the correct lot number is 06098043. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned. No other accessory components were returned. Visual inspection revealed there was no sign of damage or deformation on the sheath. The device cap was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly. Under microscopic analysis, a half portion of the anchor could be seen extending past the bypass tube. There was no damage noted to the bypass tube. Microscopic analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. The collagen had slightly expanded from the slit due to contact with the blood. No other visual anomalies were noted with the device. Functional testing was performed, and the bypass tube was resituated over the anchor and the carrier tube assembly was inserted into the hemostasis sheath. The carrier tube was able to travel completely through the sheath. A click sound was heard and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath cap and the device sleeve were snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal carrier system could not be pushed into the sheath, the anchor could be seen from the transparent end on the angio-seal carrier system; however, it was not yet fully released. The lab tech opened the packaging of the angio-seal completely to remove the angio-seal. The patient was stable and stayed in the clinic for one night due to the percutaneous coronary intervention (pci), not because the angio-seal did not work. There was no consequences and no harm. Hemostasis was achieved using a femstop for twelve hours. A 6f terumo sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was not greater than 250cc. It was a right femoral artery puncture. An ultrasound was performed to diagnose the bleed.